Event description:
Customer reported lipid tubing found clamped and IV tubing cracked due to pressure build up in the line. Lipids infusing at 0.55ml/hr into PICC. No product will be returned for this event. Customer stated no add'l pt/event info will be provided.

Manufacturer narrative:
MFR's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for eval. The cause of reported leak is unk.